Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 02/09/2015.

Event description:
Procedure: prostatectomy.according to the reporter: when the instrument was in the trocar, small pieces of fibres detached from the trocar and several filaments fell inside the patient. Another device was used to complete the procedure successfully. All device components were removed from the patient.

Manufacturer narrative:
(B)(4)